Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error message 1260 and scratched lens. The product fault occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H2) correction: d4 model number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) nub and the ehl were unable to be retrieve as the error code 1260 alarmed continuously upon powerup. The pump did not meet specification. The cause of the customer reported problem was the real time clock (rtc) solder pad was damaged and lifted up. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and microprocessor (mp) board, and the pump passed all functional tests and performed as intended after repair.